Manufacturer narrative:
When the complaint was reported only one part number was known, reference initial report 3004485144-2016-00031. Upon receipt of the devices the driver part numbers were identified. Report three of three for the same event, reference 3004485144-2016-00032. The screw reported in 3004485144-2016-00031 was not returned for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported that during a posterior fusion procedure the tip of the screw inserter broke during insertion of screw. A new inserter was not able to be inserted into the screw due to tip of previous inserter that was lodged into the screw. The tulip then broke during the removal process of tightening a rod onto the translation screw. The screw was then cut and removed with diamond wheel. He reported the surgery was delayed two hours.

Manufacturer narrative:
The device was returned and inspected. The driver tip has sheared off and the welding at the underside of the block has fractured. The complaint is confirmed. The root cause cannot be conclusively determined, however, excessive torque forces leading to loss of mechanical integrity and ultimately instrument deformation and fracture may have played a role in the failure. The driver was likely conforming when it left zimmer biomet's control. Supplemental report two of two for the same event, reference 3004485144-2016-00032-1.